Manufacturer narrative:
The device was not returned for evaluation. No DHR and failure analysis was possible since no fg lot number was reported as part of this incident. The reported condition is unconfirmed and the root cause is undetermined. Http://dx.doi.org/10.1016/j.ajic.2016.06.042.

Event description:
The american journal of infection control (2017) published "rates of iatrogenic ventriculitis before and after the use of an alcohol-impregnated external ventricular drain port cap". An evd placement bundle had been implemented in the 16 bed tertiary neurosurgical ICU since 2010 to minimize iatrogenic infections. The study was done to determine whether they could reduce infection rate further via the use of an alcohol-impregnated evd port cap. Included patients were aged equal to/greater than 18 years admitted to the neurosurgical ICU with an evd inserted during the study period. For the study period, they used either limitorr or eds-3 (johnson & johnson) noncoated ventriculostomy catheters. During the postintervention period, they began adding 70% alcohol-impregnated curors caps (ivera medical corporation) to the proximal evd retrieval port for all catheters placed. The same evd placement and maintenance protocol was in place for both time periods. Results: the primary outcome was the rate of ventriculitis per 1,000 catheter days during the 22 month preintervention period (jan2010-oct2011) versus the rate of ventriculitis during the 30 month postintervention period (nov2011-april2014). Ventriculitis (per 1,000 catheter days) = pre: 6.1, post: 3.1 . Ventriculitis (% of patients affected) = pre: 7, post 4.4. Comparison of ventriculitis patients versus nonventriculitis patients: catheter days (total): ventriculitis patients: 16.2, nonventriculitis patients: 12.2 intensive care unit length of stay (total): ventriculitis patients: 23.2, nonventriculitis patients: 17.0. The study resulted in a nonsignificant reduction in the rate of ventriculitis after addition of an alcohol-impregnated cap to the evd placement bundle. Further studies are required to determine whether alcohol-impregnated caps may offer an additive benefit alongside proven methods of infection control, such as antibiotic coated catheters and reduced surveillance csf sampling.